Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, missing the end cap sticker, cracked lcd window and serial number label missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.